Manufacturer narrative:
The unit was evaluated by a getinge trained, distributor's field service engineer(fse) and not a getinge fse. The unit has been repaired. Acquiring additional information. A supplemental report will be submitted upon completion of our investigation a separate report has been submitted under medwatch report# 2249723-2021-02013, for the faulty new power supply. The initial reporter named in block e1 is a getinge trained, distributor's fse whose contact details differ from that of the event site. Event site telephone is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge authorized distributor's field service engineer (fse) the cs100 intra-aortic balloon pump (iabp) had a faulty psu fan. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The fse installed the power supply in the iabp. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Fse completed pm after the repair. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and identified that the power supply needed to be replaced. The fse started with the replacement removing the old power supply, and when he removed the new power supply from the packaging, the fse realized that the chassis/enclosure of the new power supply was bent and it had a loose rivet. The unit could not be repaired and was taken back to his workshop to await a new power supply. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. A separate report will be submitted for the faulty new power supply.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a faulty psu fan. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.